Event description:
The complainant reported the 59 year old male patient was presented to the cardiac catheterization laboratory for the primary indication of acute myocardial infarction and cardiogenic shock. While on the impella support, the staff noted a positioning issue where the device was positioned in the papillary muscle, close to mitral valve. The physician attempted to reposition several times; however, the attempts were not successful. No further information provided on additional interventions for impella placement issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.